Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. Additionally, the customer alleged that the pump does not work and reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.